Event description:
It was reported the device was removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the infection was located at the pocket site. A culture was taken, but the results were not provided. It was stated that the patient was 'doing great'. The patient received a replacement device. No further information was provided.

Manufacturer narrative:
Product ID 3889-28, lot# va01dyb, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer. (B)(4). Late MDR submission due to system issue with FDA.

Manufacturer narrative:
(B)(4).